Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #3006705815-2017-00494. It was reported the stimulation turns off without prompting. Images taken confirmed that both of the patient's leads had migrated. Surgical intervention may take place to address the issue.

Event description:
Device 1 of 2. Reference MFR report #3006705815-2017-00494. Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 to have one of their model 3186 leads replaced and the other repositioned. It is unknown which lead was explanted. Therapy was restored post op.